Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening on diaphragm valve assessed as cracked valve seat diaphragm valve. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side defaltion. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 2224008: - (B)(6): deflation, visibility/palpability - ndr. Device returned to device analysis. - (B)(6): deflation. Device returned to device analysis. - (B)(6): deflation. Device returned to device analysis. - (B)(6): deflation. Device returned to device analysis. - (B)(6): no complaint against the device. Device not returned to device analysis. - (B)(6): no complaint against the device. Device not returned to device analysis. - (B)(6): deflation. Device not returned to device analysis. - (B)(6): deflation. Device returned to device analysis. Even though there were 6 additional complaints of deflation for this lot number, only 5 devices were returned, which 4 devices were inspected no workmanships were detected, and one was detected as workmanship but has no relation to the reported event. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event ((B)(6) fluid leak / blood leak). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted and replaced.